Event description:
Healthcare professional reported "damage to implants diagnosed by MRI and ultrasound, found to be 'unsealed' on explantation".this relates to left side. Device has been explanted.

Manufacturer narrative:
Continued initial reporter: zip code: (B)(6). Photo analysis results: visual analysis of the photographs one device appears to be broken, labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.